Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent or kinked. Fluid path testing found a tear in the exposed portion of the soft cannula that allowed fluid to divert from the intended fluid path and leak out of the pod. It could not be conclusively determined when or how the soft cannula was damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 383 mg/dl while wearing the pod longer than 48 hours. The pod was leaking insulin from the infusion site (arm), when removed the pod's cannula was found bent. As treatment, a new pod was applied.